Event description:
On 01/20/1999 following a diagnostic procedure an angio-seal device was placed in the pt's right groin. The deployment was reported to be uneventful, however there was an immediate ooze with manual pressure held for 10 minutes. The pt was transferred to a unit with the tension spring in place for 25 minutes, when again the ooze was noted and manual pressure held (duration unknown). At this point the pulses were noted to be the same as pre-catheterization (1+ dorsalls pedis and trace posterior tibialis). Within one hr the pt complained of heaviness and pain in the right leg with his foot becoming mottied and cold. Pt sent to surgery, embolectomy performed with removal of entire device. Warmth, normal color and pulse returned to extremity and pt was discharged in satisfactory condition. As of 02/22/1999 there has been no further report to the MFR of complication or add'l pt sequelae.